Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the temp basal screen. Customer¿s blood glucose level was 105 mg/dl. Troubleshooting with tandem technical support was performed and the pump was reset. No further information was provided regarding this issue.